Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis(ipp) due to extrusion of the cylinder through the urethra and erosion of the device through the meatus. An infection was assumed. At a later date, the patient had a procedure to reimplant the ipp.